Manufacturer narrative:
A review of the device history records indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One probe sample was returned for evaluation for the report of no actuation. The returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The complaint evaluation cannot confirm the probe did not actuate. Actuation testing met specification. The root cause for why the customer thought the probe had an actuation failure cannot be determined from this evaluation sample as the cutter movement was present. No specific action with regard to this complaint was taken by the manufacturing location because the probe was manufactured to its specification. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that actuation of the cutter occurred during a procedure. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.